Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the top tray is still hard to put in after a month. Subsequent input at 5-months stated the top front teeth are being pushed out since the aligner pulls them back. The dentist confirmed the front top teeth have an undesired wiggle. The top aligner is cracked and needs adjusting during the night. The bottom aligner works perfectly fine. Note: byte cst (clinical support team) reviewed the mobility video provided and found the teeth are not wnl (within normal limits).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.